Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnections was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 hours (on (B)(6) 2024 from 08:43:50 to 12:40:41 per timestamp). There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The pump log file was also submitted for review and showed events spanning approximately 12 days (on (B)(6) 2024, on (B)(6) 2010, on (B)(6) 2024 per timestamp). The driveline was disconnected sometime after (B)(6) 2024 at 05:40:11 and was reconnected on (B)(6) 2024 at 07:58:32. The driveline was disconnected again on (B)(6) 2024 at 08:23:30 and was reconnected at 08:24:18. The pump was able to restart and operate as intended for the remainder of the log file. There were no other notable events captured in the log file. The pump appeared to function as intended. Multiple good faith effort attempts were made asking for the cause of the driveline disconnections; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log file showed two driveline disconnects. One was between 02mar2024 and 03mar2024, and another later on 03mar2024.